Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2018. It was reported that the patient is unable to have further surgery because she is (B)(6) years old and she just had major surgery for her bowel obstruction in (B)(6) 2018. No additional information was provided.